Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a device change-out procedure. During the procedure, the right ventricular lead exhibited noise resulting in pacing inhibition. The patient is pacemaker dependent. The lead was explanted and replaced. The patient was stable before, during and after the procedure.